Event description:
Unomedical reference number (B)(4). Event occurred in the slovakia. On (B)(6) 2024 , it was reported that the infusion set was leaking. Moreover, the infusion set was used for ten days. No further information was available.